Event description:
The customer reported leakage at male luer of split septum cannula where it attaches to IV with subsequent hypotension. The patient was on a levophed drip when the bp started dropping without reason. Patient was given 1 liter IV bolus, and an EKG. The patient remained hypotensive until the leaking was noticed. The split septum cannula was changed; the hypotension resolved and the levophed drip rate was decreased to prior levels. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.